Manufacturer narrative:
- -

Manufacturer narrative:
According to available information, no return of product is intended. As no further information is expected regarding this event, our investigation is complete. Should additional information become available, this event will be updated.

Event description:
- -

Event description:
Boston scientific received information that during a device replacement procedure, difficulty was encountered removing the leads from this device due to stuck set screws. The leads were surgical abandoned and replaced successfully. No adverse patient effects were reported.